Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced intermittent stimulation. The pt did not feel stimulation when going from a laying to a sitting position. The issue began a week following a procedure, on (B)(6) 2011, to replace the rods in the pt's back. The pt was also to have a needle aspiration of fluid from the back on (B)(6) 2011, for an unspecified reason. The pt was referred to the physician. No info was provided related to the pt's outcome. Add'l info was requested, but not available as of the date of this report. A follow-up report will be filed if add'l info becomes available.